Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics plunger was difficult to move during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, when the nurse administered subcutaneous injection to the patient according to the doctor's advice, she strictly followed the operation procedure and found that the syringe stopper did not move during the suction of the drug solution, so the drug solution could not be pumped, so it was not applied."